Manufacturer narrative:
Concomitant medical products: ddbb1d1 ICD, implanted: (B)(6) 2016. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead triggered an alert for high out of range impedance on the superior vena cava (svc) coil. The rv lead was checked and the impedance had decreased back to within range. Pocket manipulation and isometrics were unable to reproduce the issue. The lead continues to be monitored and remains in use. No patient complications have been reported as a result of this event.